Event description:
Customer reports during a stone removal with stent placement the fluoro failed with a gim communication error. The pt was a (B)(6) year old female. The physician was able to locate the stone for removal with the fluoro/image before the failure occurred. He was then able to remove the stone with the endoscopy equipment and place the stent. No follow up x-ray was required. The procedure was completed and no pt injury.

Manufacturer narrative:
Product monitoring followed up with this customer who reported that the problem had been resolved. The staff had pushed the computer over when removing the stirrups and had inadvertently pulled the power cord out of the gim box. Biomed was able to find this (power cord out) and after reseating the power cord, all functions resumed.